Event description:
Pt had laparoscopic umbilical hernia repair in 2002. She began experiencing pain six months after surgery and she vomits frequently. She also had a hysterectomy (date unk) and has problems with bleeding since the surgery--her ob/gyn told her the bleeding is caused by the hernia patch. Her implant surgeon stated "she is fine and that gastric bypass would fix her problem". She has also had an additional hernia repair in 2007, but states that patch was not part of the recall (no product code or lot number information made available as to the second hernia repair or whether the original patch had been removed/replaced).

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.